Event description:
The hosp reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely and the seal bunched up during removal process. The surgeon used one repair stitch to correct the torn suture. No other patient complications were reported.